Event description:
It was reported a sentry balloon (by boston scientific) was used to control flow in the avm. Bleed occurred and the location was unknown, but possible in the avm. The bleed was stopped with feeder embolization. Other devices reported to be involved were silverspeed 10 and two marathon catheters.

Manufacturer narrative:
The device involved in this event will not be returned for evaluation. Model and lot number of the marathon catheters involved: model#: 105-5055; lot: 1462725 (2 ea); date manufacture: 11-2005; expiration date: 10-2008.